Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. An unidentified blockage is protruding from the nozzle outlet pipe; the blockage appears to be a black rubber like material. The foreign material did not originate from the device. The water flow and water removal are not to specification. An intermediate repair is required to return the instrument to the OEM specification. The user¿s complaint was confirmed. Additional observations for the device are as follows: chipped light cover glasses; light cover glasses, distal end, and optical cover glasses adhesives are worn; minor marks on insertion tube; light transmission has some contamination evident; up/down/left/right angles have play and are out of specifications; up/down does not hold; and electrical safety test was not to specification. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the issue of issue of the device receiving an error code 9006 water flow low during reprocessing. Customer suspected there could be blockage in the device. There is no patient involvement. The previous procedure was completed with the same device. Upon inspection of the returned device, it was observed that black rubber like debris foreign material was protruding from the mouth of the air/water nozzle. This medwatch is being submitted for the issue of the foreign material noted in the device upon the returned device inspection.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: customer provided information on the reprocessing performed at the facility. An air water channel cleaning adapter is being used for pre-cleaning. Pre-cleaning is performed immediately after a procedure following the instructions for use. Detergent used for pre-cleaning is not known. The endoscope channels are brushed during manual cleaning with a single use brush (model number not provided). No information on the automatic endoscopy reprocessor (aer) is known. The detergent and disinfectant used for manual cleaning and the aer are not known. The endoscopes are stored in a storage cabinet.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a piece of the injection tube or the silicone rubber product entered the channel and clogged in the nozzle. The specific root cause could not be determined at this time. The user may detect the event by handling the device in accordance with the instructions for use: "preparation and inspection: -inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: - inspection of the air-feeding function - inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.